Event description:
Related manufacturer report number: 3006705815-2020-01020 . It was reported that the patient was not experiencing adequate stimulation with their scs system. Surgical intervention may be pending for this issue.